Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "error 760" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll. The reported "error 760" is not a known error message with this product; however, the device displayed "cannot dump," "status 93," "status 51," "status 66," "status 104," and "pacer fault" messages. The malfunction was attributed to a faulty connector on the power supply board and to the device's pace/defib board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.